Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer experienced high blood glucose. Customer's blood glucose was 600 mg/dl. Customer was able to treat their blood glucose with a manual injection. The customer also reported observing blood inside their reservoir. Customer stated their site was not actively bleeding at the time of the call. The customer also reported taking aspirin earlier in the morning, possibly contributing to their blood at site. Customer's reservoir will be replaced.